Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had expose to moisture and they cannot see the screen. The customer blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had deep scratch and fluid was present under the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window. (B)(4).

Manufacturer narrative:
Device passed self test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window. (B)(4).